Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a tip detachment occurred. The physician was attempting to treat a totally occluded lesion located in the heavily calcified left anterior descending (lad) artery. This 182cm luge guide wire was advanced to the lesion. Resistance and difficulty crossing were encountered in an attempt to get the wire passed the lesion due to the calcification and occlusion. While attempting to get the wire passed the lesion, the tip of the luge guide wire detached and became embedded within the lesion. The physician attempted to get another wire through the lesion in an attempt to recover the tip. However, nothing would pass through the lesion. The tip remains embedded in the lesion and the physician does not believe the tip will embolize. Eventually the procedure was aborted because nothing would pass through the lesion. The patient was put on medical treatment. There were no further patient complications from the tip detachment. The patient was fine post-procedure.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4)